Event description:
Reportable based on device analysis completed on (B)(4) 2018. It was reported that an error message displayed. An angiojet solent dista was selected for a thrombectomy procedure in the peroneal of the leg. During the procedure, a check saline error message was displayed after each pump. Another of the same model device was used to complete the procedure. There were no patient complications and the patient was fine. However, device analysis revealed a broken hypotube. Device eval by manufacturer:returned product consisted of a solent dista thrombectomy system with a power pulse adapter kit attached to the spike line. The pump assembly, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present outside, inside and 50ml in the attached waste bag. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. The complaint device failed to into prime and the 'check saline supply' error was displayed on the console. The shaft was cut at a severe kink to check the hypotube and it was found that the hypotube was broken 28cm proximal of the tip. Inspection of the device presented no other damage or irregularities.